Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 3 months of support on the lvad, the patient had elevated lactate dehydrogenase (ldh), dark urine, and clinical signs of hemolysis. Patient received integrilin which did not decrease ldh. The patient subsequently received a pump exchange.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.